Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that, the gasket was popping out when a filshie clip applicator was used during a tubal ligation procedure. Finished the case with the same device. No consequence to the pt.